Manufacturer narrative:
As of 03/17/2026, retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on device label.

Event description:
On the initial report received on february 23, 2026, the consumer asked what ingredients are used in these bandages. She reported having an intense rash and wanted to know what might be causing it. On the same day, the consumer sent an email stating that her dermatologist had taken a photo of her belly after 8 days of wearing the bandage due to the severity of the rash and irritation. Her dermatologist recommended switching to another bandage brand going forward.